Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd¿ tuberculin syringes had difficult plunger movement during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. According to the customer's report, the plunger was tight and it was difficult to draw the solution."

Manufacturer narrative:
H.6. Investigation: three photos and nine samples were received by our quality team for evaluation. The samples were subjected to plunger breakout and sustaining force test and were within specifications. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 9 bd¿ tuberculin syringes had difficult plunger movement during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid-19 vaccination. According to the customer's report, the plunger was tight and it was difficult to draw the solution."